Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic assembly. There was moisture damage found on motor assembly. There was no frozen screen noted when battery was installed. Analysis was unable to verify for motor error alarm and perform the excessive no delivery test due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, keypad anomaly, and no delivery alarm. The blood glucose at the time of the incident was 358 mg/dl. The customer states the keypad is unresponsive; initially the down arrow was unresponsive. Troubleshooting was not completed for the no delivery alarm because the customer dropped the call. The display had a four on the screen and would not respond, even after battery change. The motor error occurred after replacing batteries during the frozen display troubleshooting. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.